Manufacturer narrative:
A4): patient weight unk b7): other relevant history unk d4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): a portion of the lld was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lld #1 lead locking devices (lld #1s) were inserted into each to provide traction. Beginning with a spectranetics 11f tightrail rotating dilator on the ra lead, the lead was removed successfully. Next, targeting the rv lead, the same 11f tightrail, along with a spectranetics 13f sub-c tightrail rotating dilator sheath, a spectranetics 14f glidelight laser sheath, and a goose neck snare, were used; however, the lead broke at the clavicle and began to separate. It was suspected that the lead was adhered in the superior vena cava (svc); therefore, the rv lead, along with the lld, were cut and capped, and remained in the patient. There was no attempt made to unlock the lld device. The patient survived the procedure. This report captures the lld #1 within the rv lead, which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.